Manufacturer narrative:
Internal file number - (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the devices were discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that over the last 3-6 months suture placement with prostar xl devices were achieved in a common femoral artery using the preclose technique prior to unspecified procedures. Reportedly, the prostar xl device was withdrawn until the guide wire exit port was at the skin line, the 0.035 j tipped guide wire was difficult to reinserted into the guide wire exit port, a stiff wire was reinserted. Guide wire access was then obtained and closure was completed. Hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.